Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the hub was cracked. According to the customer¿s report, a crack was found at the needle connection during use.

Manufacturer narrative:
The complaint of a damaged catheter adapter was confirmed, and the cause appeared to be manufacturing related. One 24g insyte autoguard IV catheter was provided for investigation. The sample exhibited evidence of use. A microscopic examination of the yellow catheter adapter revealed a crack in the material. There were no other similar complaints from the implicated lot. The damage likely occurred during manufacturing and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.